Event description:
It was reported the patient experienced diaphragmatic stimulation due to the lead. Follow up with the physician's office disclosed the lead amplitude was increased. The diaphragmatic stimulation decreased but it was not resolved. It was also stated there is "no good spot" for the lead in the patient. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.